Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of a heavily scarred, mildly calcified femoral artery after an interventional procedure. Reportedly, after clip deployment, resistance was met during device removal. In accordance with the instructions for use, a dilator was inserted into the access ports and with a "tug" the device was removed. When the device was removed, the pt's groin was dry. The starclose se clip achieved hemostasis. In addition, when the device was removed, the locator wings appeared to be "broken." All parts of the locator wings appeared to be attached to the distal end of the clip applier. The pt has had what appeared to be 2-3 previous starclose clips implanted. It was thought that the deployed clip could have been very close to a previous clip and may have caught on it. No adverse pt effects were reported. No additional info was provided.

Manufacturer narrative:
(B)(4). Eval summary: eval of the returned device found it was fully clip deployed and in the access port retracted state with broken vessel locator wings. Damaged vessel locator wings were detected, two bent and two broken. It was determined all of the broken locator wing material had been returned and all wing attachment points within the vessel locator assembly were secure. There was no other detected device damage. A possible cause for the damaged wing condition was either procedural or anatomical. Procedurally, distal pressure can be applied to the deployed locator wings during the deployment of the clip delivery tube set and through a tight tissue tract, possibly from an insufficient nick and spread. This can compact tissue between the locator wings and the distal end of the clip delivery tube, pushing the deployed locator wings distally away from the operator. This condition can inhibit correct locator wing retraction into the distal end of the delivery tube after clip deployment, damaging the wings. Anatomically, any feature within the body, scan tissue, calcification etc. That may prevent correct locator wing retraction may have been encountered, including other reportedly placed starclose clips from previous closure procedures. Based on the investigation findings, the likely root cause for the reported event and damaged device condition is related to the operational context in which the device was used. No mfg or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.